Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump did not turn on anymore even with a new energizer alkaline battery. The customer had discontinued use of the insulin pump and reverted to her medically prescribed manual injections until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Pump was received with failed battery test alarm due to corroded battery tube. Unable to verify off no power alarm due to failed battery test alarm. No blank display noted. Unit had missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.